Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "guidewire line went smoothly, upon removal of gw from catheter, core broke and spring would wire unraveled." There was no patient harm or injury. No medical intervention required. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.00 - 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.10 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Without the device to ev aluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "guidewire line went smoothly, upon removal of gw from catheter, core broke and spring would wire unraveled." There was no patient harm or injury. No medical intervention required. The patient's current condition is "unknown".